Manufacturer narrative:
The device was not returned to olympus for evaluation. It was reported that an olympus technical support rep advised the customer to verify compatibility of the sdi signal versus the 3g-sdi input and followed up with the customer and reported that the signal compatibility was verified. The customer indicated that the device started working after swapping the video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during installation there was no image from the 4k uhd lcd monitor when running a serial digital interface (sdi) signal from the evis exera iii video processor. There was no patient involvement during the reported event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty video cable. Olympus will continue to monitor field performance for this device.